Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This event was received by anonymized form. As such, no further information is available. This investigation will be updated should further information become available in the future.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. Subsequently, this lead was capped and replaced. No additional adverse patient effects were reported.